Manufacturer narrative:
H6: investigation summary. A sample was received in vernon hills and tested by our quality team. The separation was immediately noticed, and the customer's complaint has been verified. This is a known failure that is often related to improper loading of the pumps. Adhering to proper loading techniques is essential to the pumps operation and if this is a common failure, contact customer advocacy to aid in training for staff immediately. Without further information the root cause remains unknown. Without a lot number, the device history is unavailable h3 other text : see h10.

Event description:
It was reported that air bubbles developed in the as lvp 20d 2ss cv line causing pump alarms. The nurse coiled the pump tubing around the finger to help dispel the bubbles into the drip chamber; however, when uncoiling it, the tubing segment snapped in half and cytotoxic chemotherapy spilled onto the floor and sprayed the patient's mother in the face, but not the eyes. She was directed to the sink and the spill was cleaned. The following information was provided by the initial reporter: "patient was receiving 2 hr infusion of chemotherapy medication (etoposide). The infusion was nearing completion and writer preparing to flush tubing with normal saline bag but first addressing alaris infusion pump air-in-line alarm. Etoposide infusions frequently develop very tiny bubbles in the infusion line that cause "nuisance" pump alarms. Writer was troubleshooting this with a generally accepted practice of gently coiling the tubing around finger to encourage bubbles to travel up the tubing back to the drip chamber. When writer uncoiled the pump segment of the tubing (product bd alaris ref no. 2420-0007) the tubing segment snapped (broke in half) and there was a subsequent cytotoxic chemo spill onto the floor. Writer and colleague rn responded immediately, patient's line clamped and patient not splashed by the chemotherapy. Patient's mother reported that she was sprayed in the face but not the eyes by the chemotherapy when the line broke and as soon as patient attended to by nursing mother directed to nearby sink to rinse face with water. Chemotherapy spill handled as per institutional cytotoxic spill clean up procedure and ppe precautions followed by staff."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that air bubbles developed in the as lvp 20d 2ss cv line causing pump alarms. The nurse coiled the pump tubing around the finger to help dispel the bubbles into the drip chamber; however, when uncoiling it, the tubing segment snapped in half and cytotoxic chemotherapy spilled onto the floor and sprayed the patient's mother in the face, but not the eyes. She was directed to the sink and the spill was cleaned. The following information was provided by the initial reporter: "patient was receiving 2 hr infusion of chemotherapy medication (etoposide). The infusion was nearing completion and writer preparing to flush tubing with normal saline bag but first addressing alaris infusion pump air-in-line alarm. Etoposide infusions frequently develop very tiny bubbles in the infusion line that cause "nuisance" pump alarms. Writer was troubleshooting this with a generally accepted practice of gently coiling the tubing around finger to encourage bubbles to travel up the tubing back to the drip chamber. When writer uncoiled the pump segment of the tubing (product bd alaris ref no. (B)(4)) the tubing segment snapped (broke in half) and there was a subsequent cytotoxic chemo spill onto the floor. Writer and colleague rn responded immediately, patient's line clamped and patient not splashed by the chemotherapy. Patient's mother reported that she was sprayed in the face but not the eyes by the chemotherapy when the line broke and as soon as patient attended to by nursing mother directed to nearby sink to rinse face with water. Chemotherapy spill handled as per institutional cytotoxic spill clean up procedure and ppe precautions followed by staff."